Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior gluteal artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician made several attempts to place a pod coil in the target location; however, upon retracting the pod coil back into the lantern, the physician experienced resistance and the pod coil unintentionally detached in the distal tip of the lantern. Therefore, the lantern containing the detached pod coil was removed and the coil was flushed out. The procedure was completed using new pod coils, pod packing coils (pod pc), and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. 1. Section g. Box 5. 510(k) h3 other text : placeholder.